Manufacturer narrative:
Findings: no unexpected blank display anomalies or off no power anomalies noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in spec. Minor scratches on lcd window noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that the lcd screen was severely scratched. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.